Event description:
It was reported that during a da vinci surgical procedure, the large suturecut needle driver instrument would not hold suture. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The large suturecut needle driver instrument has been received; however, failure analysis investigation has not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the failure analysis investigation has been completed.